Event description:
The facility reported a colleague infusion pump with "failure." According to the facility, it is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure was confirmed but not reproduced during product evaluation. Upon review of the event history log, failure code 199:xxx was the last failure to occur before servicing. Quality engineering has confirmed failure code 199:xxx as the determined problem. The root cause of the failure code is depleted main batteries resulting from user error. The main batteries and battery harness were replaced to correct this condition. A device history review was performed with no exceptions during manufacturing found. A labeling review was performed in response to the user error in this complaint, and the labeling was found to be adequate.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.